Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was taking a long time to charge. During troubleshooting with tandem technical support, the contact was instructed to plug the pump into a power source using an alternate usb cable and an alternate usb adapter. The contact declined follow up by tandem technical support to ensure the pump was able to charge. There was no patient involvement, as the pump was not being used by a patient at the time of the event.